Manufacturer narrative:
A product investigation was completed: the distal threaded tip (approximately 7mm) of the returned kirschner wire is broken off as complained. The broken off portion was not returned. The complete shaft is in very bad condition with deep scratches. Furthermore, the implant is slightly bent. Due the scratches, the laser etched lot number could not be read. As the lot number is not readable due the damages, we cannot determine when it was manufactured. The device was measured close to the breakage; the measuring result does show conformity. Based on the provided and limited information we are not able to determine the exact cause of this complaint. It is likely that too much mechanical force during use or improper handling caused the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was recognized during cleaning and decontamination post-operative that a kirschner wire broke. No patient involvement. This complaint involves 1 part. This report is for a kirschner wire. This is report 1 of 1 for (B)(4).